Manufacturer narrative:
Explant was reported due to calcification and a leaflet tear. Leaflets 1 and 2 contained tears or missing tissue. Leaflets 2 and 3 contained calcifications. There was circumferential fibrous pannus ingrowth on both the inflow and outflow surfaces. All three leaflets were fibrotically thickened. There was a marked distortion of the sewing cuff during processing. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears, calcifications, and pannus could not be conclusively determined however; some tears were associated with calcified nodules. Calcification is a known event associated with tissue heart valves.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. The patient presented to the emergency room and calcification and a leaflet tear were noted. On (B)(6) 2019, the valve was explanted and exchanged for an intuity valve from edwards. The patient is recovering.